Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). Results: a photo was received showing defect. Actual sample was received and evaluated. Bd was able to duplicate or confirm customer's indicated failure. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5155864 conclusion: root cause of the complaint is unknown. CAPA (B)(4) has been initiated to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that the 21 g x .75 in bd vacutainer® winged safety push button blood collection set leaked blood due to a hole in the tubing. No serious injury or medical intervention reported.